Event description:
A customer reported that their pump battery would not charge despite using a tandem charging cable and multiple wall outlets. There was no adverse impact to the customer¿s blood glucose level. Technical support was involved and instructed the customer to try different adapters and cables, but these actions did not resolve the issue. Consequently, technical support decided to replace the pump, although the pump was out of warranty. The customer had a backup pump available.